Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex with moderate tortuosity and moderate calcification. The 2.25 x 12 mm xience xpedition stent delivery system (sds) was advanced; however, the hypotube broke inside the introducer sheath, outside the patient anatomy. There was no resistance noted with the introducer sheath. The sds was removed without issue. A non-abbott sds was used to complete the procedure with the same introducer. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.